Event description:
It was reported that a malfunction occurred on the pump, with the pump screen becoming dark and unresponsive initially. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing instructions to reset the pump, which successfully resolved the malfunction without recurrence. The caller was advised to monitor and report if the issue happened again, and they understood the guidance provided.